Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and half diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional reported following an intraocular lens (iol) implant procedure, patient was not happy with vision and experienced visual distortion, clinical reason for explant is out of focus. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 2 months 1 week 5 days following the initial implant procedure. Additional information has been requested.